Manufacturer narrative:
B5: it was reported that a spectrum infusion pump had issue of #7 key not working. This occurred during testing at the biomed service.t here was no patient involvement. No additional information is available. H11: the device was received for evaluation. During evaluation, the reported problem of '#7 key not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be keypad failure. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had issue of #7 key not working. This occurred during testing at the biomed service.t here was no patient involvement. No additional information is available.